Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set had particulate matter. This occurred before patient use. It was stated that foreign matter near the filter. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection under magnification was performed and revealed a black particle approximately 2mm size. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was determined to be defective raw material. Should additional relevant information become available, a supplemental report will be submitted.